Event description:
Additional information received from the healthcare professional (hcp) of a clinical study reported that the device spontaneously switched off. There was no clear explanation, no microwave or magnet close by. It happened only once and since then the patient did not report any problems. The stimulator worked well. The event was related to the device or therapy. The event was not related to the implant procedure. The etiology was noted as related to the implantable neurostimulator (ins). The patient switched the device on again. The outcome was resolved without sequelae.

Manufacturer narrative:
(B)(4).

Event description:
The healthcare professional of the clinical study reported the device spontaneously switched off (B)(6) 2014. There was no clear explanation for why; there was no microwave or magnet close by. The patient turned their device on again as an intervention and the event was considered resolved without sequelae. The event etiology was due to the stimulator and noted to be related to the device or therapy and not related to the implant procedure. No patient history was noted.